Event description:
It was reported to boston scientific corporation that an pinnacle anterior-apical pelvic floor repair kit was implanted during a procedure on (B)(6) 2011. According to the complainant, the patient experienced complications (specifics unknown). Reportedly, the patient underwent corrective surgeries on (B)(6) 2011 and again on april 18, 2012 (specifics of these procedures is unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.